Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: during investigation, the black box showed evidence of voltage drops resulting in errors, alarms and warnings. The pump powered with the returned battery cap to a dim and discolored display. The battery cap was able to fully tighten. The battery compartment was found to be cracked. There was evidence of debris in the battery compartment. The current draws were within specification. A ¿battery life¿ issue was not duplicated during investigation. The pump case was removed and the pump was disassembled and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.